Event description:
A report was received that the patient was explanted, due to an infection. The infection was not device related and the patient was prescribed antibiotics. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation.